Manufacturer narrative:
Product complaint # (B)(4). H3 photo investigation summary: this is an analysis of a photo submitted to ethicon for evaluation. During the visual analysis the following was observed: the photos shows one foil with w8556 product codes, the lot #107t02, expiration date 2030-03-31, packaging information. The artwork printed on the packaging was reviewed and compared with authentic package artwork and did match comply with j&j standard. As part of ethicon's quality process, all devices are manufactured, inspected and released to approved specifications. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: could you please confirm if the vendor is authorized by jnj? Could you please provide photos of the product? Could you please provide the attachments for the products traceability information from edc and rdc? How was the product purchased? Is there an indication of how the product was distributed? Is there any indication of the source? Based on the packaging, is there any indication of which market the original genuine product may have come from? Received information as following from sales rep via phone today. The product was purchased from authorized vendor. Please refer to the event description and attached photo, other information requested is unknown. D4: UDI: (01) gtin unavailable, product made prior to gtin compliance date.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. Before use on the patient, it was reported that the printing on the box with lot 107t02 is abnormal and inconsistent compared with previous products (attached comparison photo, lot 108lrx is normal one), especially for the red word " ethicon" is too heavy which is not similar as before. The customer suspect it's not sterilized and dare not use. There were no adverse consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/10/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6. Component code: g07002 no device problem found. Additional information: d9, h3, h6. H3. Investigational summary: the product was returned to ethicon for evaluation. One open box with twelve unopened overwrap packets that pertains to product code w8556. The sample was subjected to a visual inspection and compared with the graphics within the internal system for product code w8556, lot 107t02. The inspection of the packaging confirmed that it featured authentic artwork consistent with j&j standards. Furthermore, the product was manufactured at ethicon on april 16, 2025, with an expiration date of march 31, 2030. Based on the findings, the counterfeit could not be confirmed. Additionally, the overwrap was visually inspected and no anomalies or issues related to the integrity of the packaging could be observed during the evaluation. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.